Event description:
It was reported that the inflatable penile prosthesis (ipp) presents a bulge in the base of the cylinders, preventing the prosthesis from inflating. The physician recommended a revision surgery. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presents a bulge in the base of the cylinders, preventing the prosthesis from inflating. A replacement surgery was performed, during which all components were removed and replaced. No patient complications were reported.